Event description:
This patient had bilateral breast augmentation with silicone implants in 1981. Approximately 2 years later the patient experienced extreme gatigue, myalgias in the neck and shoulder region. In 1984 she diagnosed with hodgkin's disease. Thye symtpoms of fatigue has lessened but he now experiences dry mouth and eyes. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were rupturedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.